Manufacturer narrative:
No further information was received on this issue. It is considered that the customer refused further service. A review of the service history for this device was not able to be performed, as details were not provided on the serial number of the device. However, a search was performed for the reporting institution, and no further reports for the described issue have been reported. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on a sure signs vm 6 patient monitor stating that the patient's blood pressure was repeatedly low when monitoring blood pressure during the anesthesia recovery period after descending bronchoscopy under general anesthesia, which was around 67/38mmhg. After checking, the anesthesiologist found that the cuff was insufficiently inflated, resulting in inaccurate blood pressure monitoring. After the monitor was replaced, the patient's blood pressure was found to be normal. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.